Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08058. It was reported that the patient presented for a routine device exchange. The patient's right ventricular lead had a history of noise and high capture thresholds. In previous visits, the atrial lead had not been capturing. Both the right ventricular lead and atrial were capped on (B)(6) 2020. Patient was stable post procedure.